Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge and connector would not attach to the device despite multiple supply changes, resulting in the user discontinuing pump use and switching to multiple daily injections. Symptoms included diabetic ketoacidosis after inability to receive insulin from the pump. Outcomes included a reported adverse physiological disturbance requiring medical attention. Investigation included product troubleshooting with the user and collection of use history, with the device subsequently replaced. Investigation of this case revealed a connector attachment failure consistent with a mechanical interface issue involving the cartridge-to-connector component. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further analysis.